Manufacturer narrative:
Check of the DHR: no pre-existing anomaly was detected by checking the sterilization charts of the lot#s involved (humeral stem: lot#: 0707776 ster. 1400341; humeral body: lot #: 1413835 ster. 1400341; humeral head: lot#: 0703357 ster. 1300101; adaptor taper: lot#:1315275 ster. 1300361; cemented glenoid: lot#:1312120 ster. 1400045) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these lot / ster. #s. Xrays analysis: we received pre-operative xrays and sent them to medical consultant for a clinical evaluation. Following, we report his opinion: "it looks on xray to be a very good arthroplasty! Very well performed. Sadly infection is a fact of life we have to live with." According to our medical consultant, there is no reason to believe that lima prosthesis could have been responsible for infection, whereas infection is a risk associated to surgical procedure. Conclusion: considering that the check of the DHR showed that all the components were up to specifications, no further complaints were received on the involved lot#s and the clinical opinion of the medical consultant, we can conclude that the event is due to a combination of surgical and patient factors. Event not product related. Pms data: (B)(4) . None of these cases was judged as product related. No corrective action was implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
First stage revision surgery performed on (B)(6) 2016 due to infection. Shoulder primary surgery was performed on (B)(6) 2015 and consisted of a smr anatomic prosthesis with a cemented glenoid. The patient was tested to identify the germ responsible for infection: the tests were positive for p acnes and light staph. Epidermis infection. The whole prosthesis was removed, and an antibiotic spacer was inserted. Patient was 126 kg weight and 1.7 m tall. Event occurred in new zealand.

Manufacturer narrative:
No anomaly detected by checking the sterilization charts of the lot # involved (humeral stem: lot #200707776; humeral body: lot #201413835; humeral head: lot #200703357; adaptor taper: lot #201315275; cemented glenoid: lot #201312120) on the overall number of pieces manufactured with these lot #, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Shoulder primary surgery was performed on (B)(6) 2015 and consisted of a smr anatomic prosthesis with a cemented glenoid. Revision surgery performed on (B)(6) 2016 due to infection. The patient was tested to identify the germ responsible for infection: the tests were positive for p.acnes and light staph. Epidermis infection. The whole prosthesis was removed and an antibiotic spacer was inserted. Event occurred in (B)(6).